Manufacturer narrative:
The reagent lot number was 74904900 with an expiration date of 31-oct-2024. The customer's qc recovery was within the provided ranges on the day of the event. The analyzer alarm trace contains abnormal sample aspiration and abnormal probe sucking errors. These are indicators of possible poor sample quality. The field service engineer found the measuring cell's high voltage measurement was too high, the mixing paddle was bent, and both sipper probes were worn. He replaced the parts, performed alignments, adjusted the cell's high voltage, and performed a cell blank calibration. The customer calibrated all tests and ran qc which passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable high anti-hbs results from the cobas 6000 e601 module for proficiency material and patient samples. The customer repeats all samples for anti-hbs due to previous issues. Data was provided for two samples. Patient 1 initial result was 30.91 iu/l with a data flag and the repeat result was <3.50 iu/l with a data flag. The sample was repeated five times on (B)(6) 2024 with a result of <3.50 iu/l with a data flag each time. On (B)(6) 2024, patient 2 initial result was 12.03 iu/l and the repeat results were 6.24 iu/l and 5.74 iu/l. The questionable results were reported outside of the laboratory and later corrected.